Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2017. Approximately 6 years after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023: diagnosis: failed right hip. Clear straw-colored fluid was aspirated and sent for cell count and cultures. The patient had an adverse local tissue reaction and prominent reactive tissue around the joint. There was some mild osteolysis over the anterolateral stem that did not require bone grafting.

Manufacturer narrative:
D10: concomitants: 4695206 170-32-03 - biolox delta femoral head 32mm od, +3.5mm, 4779263 180-01-52 - nv crown cup clstr hole 52mm group 2, 4751067 180-65-15 - alteon 6.5mm screw, 15mm, 4836863 180-65-20 - alteon 6.5mm screw, 20mm, 4450172 188-01-07 - wedge plasma x/o sz 7. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 - health effect - clinical code, component code, type of investigation, investigation findings, h7 (remove information), h9 (remove information) and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H10. Updated/additional information ¿ g1. G2. G4. H6. H7. H8. H9. The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.